Event description:
Healthcare professional reported injecting a patient with 4cc of juvederm® ultra in the lips.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of anaphylactic shock is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a patient with 4cc of juvederm® ultra xc in the lips and 20-35cc of an unknown juvederm® filler in the penis. The next day, the patient was seen for shortness of breath and had to be intubated. The physician took samples from the lungs, but there were no signs of pneumonia, infection, and the covid test was negative. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03210 (allergan complaint (B)(4)). This is the first MDR submitted for the first suspect product, juvederm® ultra xc .